Manufacturer narrative:
This complaint was reviewed during the retrospective review. The investigation showed that the article that was returned, is from a batch of the recall last year. The product was returned in a pouch that had a new lot number. We checked the batch records, there were no deviations found. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with (B)(6) during a tele-conference on 05/31/2017. All available information has been disclosed. This complaint has now been closed.

Event description:
During the past week, we experienced a new 1363.dd exploded. This lot number is not one of those you happened to recall in 2015. Sample is available.